Manufacturer narrative:
It was reported that at the start of perfusion, message code 470 (oxygen concentrator failure) appeared transiently for the device user. Oxygen consumption values were within normal range and the user did not believe that there was an impact to oxygen delivery during perfusion. No interventions were performed. Review of the data confirms that the po2 was well regulated within the control range. Event could not be reproduced during servicing and the device passed all applicable testing.

Event description:
It was reported that at the start of perfusion, message code 470 (oxygen concentrator failure) appeared transiently for the device user. Oxygen consumption values were within normal range and the user did not believe that there was an impact to oxygen delivery during perfusion. No interventions were performed.

Event description:
It was reported that at the start of perfusion, message code 470 (oxygen concentrator failure) appeared transiently for the device user. Oxygen consumption values were within normal range and the user did not believe that there was an impact to oxygen delivery during perfusion. No interventions were performed.

Manufacturer narrative:
It was reported that at the start of perfusion, message code 470 (oxygen concentrator failure) appeared transiently for the device user. Oxygen consumption values were within normal range and the user did not believe that there was an impact to oxygen delivery during perfusion. No interventions were performed.